Event description:
On 28 june 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Ec1 (sensor replacement alert, msp) was first presented to the customer on 28 june 2023, day 30 after insertion. Returned sensor (B)(6) was tested in-house, and a qc did not reveal any malfunction of the sensor. This may occur in instances where the failure mode that presents itself in the body is not reproduced in the lab review of the glucose plot showed, 2 consecutives drop out phases within 14 days of each other (26 jun 2023 and 28 jun 2023), after day 21 post-insertion. Further analysis of the in vivo glucose data shows that the rate of change in the glucose values frequently exceeded 5mg/dl/min. This noise is the most probable cause of the failure. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.